Event description:
Reporter stated that facility experienced one incident of leakage noted during prime of normal saline. Leakage was noted coming out of holes noted in the tubing. It was confirmed with clinician that there was no patient or staff injury.